Manufacturer narrative:
Batch/ lot number: (B)(4),: expiration date: may-2018.

Event description:
(B)(4). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from an orthopedist. This case involves a (B)(6) female patient who started treatment with synvisc on (B)(6) 2015 and experienced drug intolerance. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection (dose and frequency: not provided) (batch/lot number: (B)(4) and expiration date: apr-2017; batch/lot number: (B)(4) and expiration date: may-2018) for gonarthrosis. On (B)(6) 2016, after 3rd application, the patient suffered from drug intolerance (on (B)(6) 2016). Puncture of joint was performed, infection was excluded and synovia diagnostic and bacteriology was without findings. The treatment with synvisc was stopped and injection with steroid was performed. It was reported that only two batches of synvisc had been used by the physician while treatment of reported patient. The treating physician was not able to determine which batch has been used on this patient, as it was not documented in patient's file. Corrective treatment: puncture, steroid. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: probable. Seriousness criteria: required intervention. Follow up was received on 18-mar-2016. No new information was received. Additional information was received on 21-mar-2016 from a sales representative. On the basis of internal review on 21-mar-2016, lot number was updated to 5rsa011z from 5rsa001z. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 21-mar-2016: the follow up information received doesnot change previous case assessment. Sanofi company comment dated 15-mar-2016: this case concerns a patient who was treated with synvisc injections and later had device intolerance. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Manufacturer narrative:
Batch/ lot number: 5rsa011z,: expiration date: may-2018.

Event description:
(B)(4). This unsolicited device case from (B)(6) was received on (B)(6)-2016 from an orthopedist. This case involves a (B)(6) years old female patient who started treatment with synvisc on (B)(6)-2015 and experienced drug intolerance. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On (B)(6)-2015, the patient started treatment with intra-articular synvisc injection (dose and frequency: not provided) (batch/lot number: r14041 and expiration date: apr-2017; batch/lot number: 5rsa011z and expiration date: may-2018) for gonarthrosis. On (B)(6)-2016, after 3rd application, the patient suffered from drug intolerance (on (B)(6)-2016). Puncture of joint was performed, infection was excluded and synovia diagnostic and bacteriology was without findings. The treatment with synvisc was stopped and injection with steroid was performed. It was reported that only two batches of synvisc had been used by the physician while treatment of reported patient. The treating physician was not able to determine which batch has been used on this patient, as it was not documented in patient's file. Corrective treatment: puncture, steroid. Outcome: recovering/ resolving. (B)(4). The production and quality control documentation for lot # 5rsa011z expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa011z no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Reporter causality: probable. Seriousness criteria: required intervention. Follow up was received on 18-mar-2016. No new information was received. Additional information was received on 21-mar-2016 from a sales representative. On the basis of internal review on 21-mar-2016, lot number was updated to 5rsa011z from 5rsa001z. Clinical course was updated and text amended accordingly. Additional information was received on 29-mar-2016. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 29-mar-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 15-mar-2016: this case concerns a patient who was treated with synvisc injections and later had device intolerance. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition,concomitant medications and other risk factors precludes the complete medical case assessment.

Manufacturer narrative:
Batch/ lot number: 5rsa001z: expiration date: may-2018.

Event description:
This case is cross referenced with cases: (B)(4). This unsolicited device case from (B)(6) was received on 10-mar-2016 from an orthopedist. This case involves a (B)(6) female patient who started treatment with synvisc on (B)(6) 2015 and experienced drug intolerance. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection (dose and frequency: not provided) (batch/lot number: r14041 and expiration date: apr-2017; batch/lot number: 5rsa001z and expiration date: may-2018) or gonarthrosis. On (B)(6) 2016, after 3rd application, the patient suffered from drug intolerance (on (B)(6) 2016). Puncture of joint was performed, infection was excluded and synovia diagnostic and bacteriology was without findings. The trearment with synvisc was stopped and injection with steroid was performed. Corrective treatment: puncture, steroid. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: probable. Seriousness criteria: required intervention. Pharmacovigilance comment: (B)(4) company comment dated 15-mar-2016: this case concerns a patient who was treated with synvisc injections and later had device intolerance. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.